Event description:
Put sensor on arm. Developed rash/burn/blister from adhesive. I have use the sensor for about two years. I alternate arms with each application. Started developing adhesive rejection symptoms about six months ago. FDA safety report ID # (B)(4).